Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure is (or may be) needed. Should additional information be received regarding a revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Product location unknown.

Event description:
It was reported a patient underwent a right hip hemi-arthroplasty on an unknown date. Subsequently, the patient was revised to a total hip on (B)(6) 2011 due to pseudotumor. The patient underwent a left hip arthroplasty on an unknown date. Subsequently the patient reported leg length discrepancy with the left leg being shorter than the right, swelling in the left leg, and pain in the left hip. No revision procedure has been reported.